Event description:
The customer stated the device memory is not working correctly. The memory is adding result not received and deleting results received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.